Manufacturer narrative:
Evaluation summary: product history records could not be reviewed because the literature report did not provide a lot number or any identification traceable to the manufacturing documentation. The root cause has not been identified. Additional information has been requested but not received to date. Literature reference: kermani o. Häufigkeit, ursachen und verlauf von multifokalen iol ¿explantationen (explantation of multifocal iol ¿frequency, causes and course). Z. Prakt. Augenheilkd. 36: xxx-xxx (2015). (B)(4).

Event description:
A literature article discussing the results of a retrospective study of explantation of multifocal intraocular lenses (iols) reported 4 patients (4 eyes) underwent iol explantation due to major deviations from the target refraction (greater than 2 dpt). In all patients the iol was replaced by a multifocal iol of the correct strength within 7 days of the original implantation. The further course of the treatment was uneventful. According to the authors, an incorrect labelling of the iol or a manufacturing issue could not be excluded. The authors couldn't also exclude a faulty keratometry due to an unstable tear film. Keratometry values in all four patients were deviating between iol-master (optical biometry), pentacam measurement (scheimpflung) and autorefractor (tonoref). Iol-master values were used for iol calculation. No patient had a marked sicca syndrome. At 12 months post-explantation, recovery was achieved to full visual acuity in all patients. Additional information has been requested but not received to date. This is one of five associated reports reported in the same literature article.